Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following the implant procedure. The patient was hospitalized and was provided IV antibiotics. The device was not explanted. Follow up report indicated that the patient had recovered and stimulation is currently on. The patient is reported to have effective pain relief.